Event description:
A port-a-cath was placed in 2007 for high-flow vascular access. Due to infection, it was recommended that the device be removed and replaced by a palindrome catheter which was done. Post procedure x-ray demonstrated a retained soft silastic tube. The radiopaque part of the collar had become separated from the attachable collar when the device had been removed. The device appeared to be intact upon removal. Staff were unaware that the collar could separate into two pieces. The pt returned to the or for removal of the foreign object.